Event description:
Loss of osseointegration, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, bleeding, inflammation, mobility. Patient is smoker. Locator restoration on 4 implants. 2 years after insertion one of 4 implants is loosened.